Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, the reported problem 'upstream occlusion alarms when none present' was not reproduced. The ultrasonic sensor was found within specification and was found passing occlusion testing. A review of the event history log found 'upstream occlusion alarms. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed upstream occlusion when none was present. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.